Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/setting issue. The reported stated that the patient was unable to get off the ¿verification¿ screen. There is no indication that the product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: when powered on, the pump booted to the verify screen with no issues. The keypad was fully responsive. No hypersensitive or stuck keys were observed on the keypad. During testing, the investigator was able to move from the verify screen using the keypad with no issues. The keypad cover was removed; no contamination was found under the key contacts. No button contact defects were observed. The pump cover was removed; no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. Investigation was unable to duplicate the complaint that the patient could not move from the verify screen. Unrelated to the complaint, the battery compartment was found to be cracked above and below the bumper pad.